Event description:
I would like FDA to retest and investigate red med sleep machine. My husband could never get over pneumonia using the sleep machine with ox. I would like you to retest resmed sleep machine for consumers. My husband could never get over his pneumonia. It would get better and then right back to his lungs again. My husband is deceased passed away from cancer last on (B)(6) 2013, at (B)(6) hospital. Three weeks after the cancer dr, treated him with zoledronic acid inj (mg) to bring down the calcium in his kidneys. So they would work better. Which I already reported to you in 2013. (B)(6) started coughing up blood, etc. (B)(6) always used the sleep machine when he took a nap or slept at night. He had sleep apnea. His oxygen was hooked up to the sleep machine. Toward the end, my husband was on oxygen 24/7 for his breathing. He had a full face mask with heated tubing. He was inhaling the warm air and oxygen. He exhaled the air back into the sleep machine when he snored. I am wondering if the sleep machine caused the pneumonia to come back again, and if that machine would make the nodules in his lungs grow and multiply faster with the warm in air and oxygen. We kept the machine cleaned and followed all of the cleaning procedures.